Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The following information was obtained from the general thoracic and cardiovascular surgery. On an unknown date a 8mm amplatzer vascular plug ii was selected for implant. During implant the device embolized. After embolization, hemolysis occurred. Patient status is unknown. No additional information will be received.

Manufacturer narrative:
An event of embolization and hemolysis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.